Event description:
It was reported that a nurse experienced an electric shock while using a homechoice machine. There was no patient connected when the shock occurred. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was returned and evaluated. Visual inspection was performed and no issues were found. A review of the alarm log did not confirm the reported condition. Electrical safety tests were performed and the electric leakage problem was confirmed and reproduced. It was determined that the cable between the heater plate and the accomp board was damaged resulting in a shortcut. The heater plate with a faulty wire was changed to a new one during evaluation. Device passed all electrical safety tests. Device was fully tested and calibrated during evaluation. No further electrical leakage issues were observed. An event history log review, a device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.